Event description:
A maude report (B)(4) was received stating that: "ventilator started to alarm low peep and had just started to make a loud clicking noise. The ventilator was removed from pt and checked, and while off the pt, started to make the same noise. No harm to pt." (B)(4).

Manufacturer narrative:
(B)(4).